Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her essure coils had perforated the fallopian tube"), device dislocation ("the other had migrated further into the fallopian tubes / right essure is out in the tube and not in the cornua"), embedded device ("the left essure as it was noted to be in the wall of the uterus") and menorrhagia ("heavy menstrual bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), infection ("frequent infections"), rash ("frequent rashes"), discomfort ("discomfort"), menometrorrhagia ("irregular and heavy menstrual periods"), urticaria ("hives "), fatigue ("chronic fatigue"), urinary tract infection ("urinary tract infection"), abdominal pain lower ("right lower quadrant pain"), pain in extremity ("leg pain"), ovarian disorder ("irritation in her right ovary"), endometriosis ("endometriosis"), ovulation pain ("mittelschmerz syndrome"), dysmenorrhoea ("dysmenorrhea") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with surgery (remove one of her essure coils on (B)(6) 2016,hysteroscopy,laparoscopic bilateral salpingectomy), surgery (hysteroscopy,laparoscopic bilateral salpingectomy), surgery (hysteroscopy,laparoscopic bilateral salpingectomy) and surgery (hydrothennal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, menorrhagia, pelvic pain, abdominal pain, back pain, abdominal distension, abnormal weight gain, alopecia, infection, rash, discomfort, menometrorrhagia, urticaria, fatigue, urinary tract infection, abdominal pain lower, pain in extremity, ovarian disorder, endometriosis, ovulation pain, dysmenorrhoea and adnexa uteri cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, adnexa uteri cyst, alopecia, back pain, device dislocation, discomfort, dysmenorrhoea, embedded device, endometriosis, fallopian tube perforation, fatigue, infection, menometrorrhagia, menorrhagia, ovarian disorder, ovulation pain, pain in extremity, pelvic pain, rash, urinary tract infection and urticaria to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. The left essure is a partially corroded irregular spring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed most recent follow-up information incorporated above includes: on (B)(6) 2018: summons was received. Events added from summons- irregular and heavy menstrual periods, hives, chronic fatigue, urinary tract infection, right lower quadrant pain, leg pain, embedded device,ovarian disorder, endometriosis, mittelschmerz syndrome, dysmenorrhea, paratubal cyst. And right essure is out in the tube and not in the cornua clubbed to previous events. Lawyer were added. Essure insertion date were updated. And essure removal date were added.event menorrhagia make medically significant and intervention required due to hydrothermal ablation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her essure coils had perforated the fallopian tube") and device dislocation ("the other had migrated further into the fallopian tubes") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), infection ("frequent infections"), rash ("frequent rashes") and discomfort ("discomfort"). The patient was treated with surgery (surgery to remove one of her essure coils on (B)(6) 2016). One essure coil was removed. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, pelvic pain, abdominal pain, back pain, abdominal distension, abnormal weight gain, alopecia, infection, rash and discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, discomfort, fallopian tube perforation, infection, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.